Event description:
The patient reported that the patient used the suspect device to check the patient's blood glucose and obtained a result of hi. The patient then took the patient's oral med. The patient repeat the test and the result was still hi and the patient then took a second dose of glipizide. The patient performed a third test and the result was 480mg/dl. The patient then called the patient's doctor and was advised to go to the hospital. The patient's blood glucose at the hospital was in the 40's mg/dl. The patient was then admitted and given an IV. Glucose controls were not used on the system. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.